Event description:
She took her son to the hospital due to being lethargic and having the flu. He was not eating or drinking and was dehydrated. She states that many comparisons were performed between the hospital device and the customer's device. She reports that the customer tested at 155mg/dl and a half hour later the lab read 107mg/dl. She states that the hospital device also read 107mg/dl and her device at that time read 211mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.